Event description:
Customer reported that on some unspecified date in (B)(6) 2012 she received erratic readings on her adc blood glucose meter. Customer reported receiving readings of 72 mg/dl, 329 mg/dl and 326 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported experiencing "dizziness, sweating, shaking and confusion". No third-party medical intervention was required. Customer self-treated by eating peanut butter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. (B)(4).

Manufacturer narrative:
The customer returned meter serial number (B)(4). The returned meter was investigated with returned strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Two of the three readings the customer reported were found in the meter memory.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1263119) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. Additionally: it should be noted the initial MDR submitted on (B)(4) 2012 was sent without any information. (B)(4).